Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.

Event description:
This procedure is part of the definitive le trial. During an atherectomy procedure, an arterial perforation was reported. Angioplasty was utilized to treat the perforation and it was resolved that day.